Event description:
Event description, boston scientific crm received info that the pt implanted with this implantable cardioverter defibrillator (ICD) expired for unspecified cause. At the time of death, there were no allegations against the functionality of the device. Five months later, we received new info that indicates the family of the pt has retained legal counsel and filed a lawsuit. According to the legal paperwork received, the family claims that this device failed to deliver critical therapy resulting in the pt's death.

Manufacturer narrative:
H.6.: not returned. Event conclusion: the device is not included in an advisory populations, and has not been returned for analysis. Boston scientific contacted the pt's sales rep and the following physician regarding any product allegations and there were none. We have requested the pt's medical records however as of the date of this report they have not been received. No add'l info is available at this time. If add'l info becomes available, the event will be reopened.